Event description:
Information received by medtronic indicated that the insulin pump was broken. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer complaint: event date: (B)(6) 2021. The customer reported that the insulin pump had a crack at the back along battery side. Functional testing to be performed/completed: the insulin pump was received with a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. The test p-cap/reservoir does lock properly inside the reservoir tube. The crest/thus software download was utilized and successful. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm and pump error 53 alarm (linenumber = 5632 ; filenumber = 2005) were recorded and found in the formatted history file on 07/12/2021 20:14:30.000 alarmalertnotification and 07/12/2021 20:14:54.000 alarmalertnotification due to software error. The pump was cut open to perform visual inspection and no loose electronic components or moisture damage found on the electronic assembly, force sensor, motor and vibrator assembly noted. Failure analysis summary: the insulin pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The test p-cap/reservoir does lock properly inside the reservoir tube. However, the insulin pump alarmed critical pump error (open book image) and pump error 53 according in the formatted history file due to software error. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.